Event description:
It was reported that the bd grav 100dp cv 2ss 4w std stopcock experienced the tubing breaking. The following information was provided by the initial reporter: tubing keeps breaking.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd grav 100dp cv 2ss 4w std stopcock experienced the tubing breaking. The following information was provided by the initial reporter: tubing keeps breaking.

Manufacturer narrative:
H6: investigation summary: a complaint of tubing breaking was received from the customer. Two samples were returned for investigation. Through visual inspection the customer complaint was confirmed. The two samples had separated at the drip chamber. The sample with the known lot ( 21109322) looked damaged on the drip chamber connection site. There also looked to be a ring of solvent on the tubing. The unknown lot sample did not have the same damage on the drip chamber and the tubing looked to have a ring of solvent. A device history record review for model 42503e lot number 21109322 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 21oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. The root cause for this separation is a lack of solvent added to the drip chamber and tubing connection. Due to an increase in incidents of this failure mode, a trend for this separation issue has been identified for this product line, a CAPA (corrective action preventative action) 3974230 has been initiated, and a team has been assembled in order to investigate the issue.